Manufacturer narrative:
Medtronic received the following information from a journal article entitled; a five-year computed tomography follow-up study of proximal aortic neck dilatation after endovascular aortic repair using four contemporary types of endograft deltomme m, van den berge s, mufty h, laenen a, houthoofd s, fourneau I, maleux g. Cardiovascular interventional radiology https://doi.org/10.1007/s00270-021-02913-2. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunction was identified. Type ia endoleak (3) the following adverse events were identified re-intervention.